Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source, however, customer stated that the screen locks before the customer is able to interact with the pump. Customer had elevated blood glucose levels (311-400+ mg/dl). Customer went to the emergency room and was treated with insulin injections to stabilize blood glucose levels. Customer was supplied with back up insulin and syringes for insulin therapy.